Event description:
Info received indicates the brake caster would lock but would move from side to side when in brake. Brake not holding.

Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.